Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth loss ("lower molars gone horrible"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and tooth loss outcome was unknown. The reporter considered medical device removal and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: case become incident. Ppf received removal details and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('metallic coils embedded into the myometrium'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and tooth loss ("lower molars gone horrible"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and tooth loss outcome was unknown. The reporter considered embedded device and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: case become medically confirmed. Event: medical device removal replaced by new event embedded device. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coils embedded into the myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and tooth loss ("lower molars gone horrible"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and tooth loss outcome was unknown. The reporter considered embedded device and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.